Manufacturer narrative:
E1: initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 70-80% stenosed target lesion was located in lower limb. A 2mm x 40mm x 144cm coyote es balloon catheter was advanced for dilatation. However, during the first inflation at 8 atmospheres for few seconds, the balloon ruptured. The device was removed and the procedure was completed with a 2x40 coyote es balloon catheter. There were no patient complications nor injuries reported.